Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the analysis of component, it was found that the clogged foreign material was silicon. Since silicon is used for various purposes, it is unknown what the foreign material was delivered from. Because the foreign material is black, there is the possibility that the foreign material has been delivered from silicon tube or packing. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the air/water nozzle of the subject device was clogged with the foreign material. There was no report of patient injury associated with the event.